Manufacturer narrative:
Concomitant products: 383069 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an alert triggered due to a spike in defibrillation coil impedance on the right ventricular (rv) lead. During in-office evaluation, reprogramming was performed and patient maneuvers, pocket manipulation, and "thumping on the device" produced nothing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.